Event description:
It was reported that the pt never had therapeutic effect from her device. The device was reprogrammed without success. The pt underwent surgery to replace the lead. Further info is being requested from the hcp.